Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. During visual inspection, the male luer tip was found to be broken. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. However, an assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer returned a microbore extension set, product code 2c9201, lot number unknown, that was determined to have a broken tip in a flolink luer and labeled with heparin. This condition was discovered through evaluation. There was no patient injury or medical intervention reported. No additional information is available.